Event description:
Affiliate report that a pt has had over drainage resulting in slit ventricles and a candidate of sdh/sah. The pressure has been set to 200mmhg and still has slit ventricles.

Manufacturer narrative:
It is not clear at this point if the device and/or lot info is available. Without the device and/or lot info, it is not possible for codman to conduct a proper investigation. If the device is returned, the complaint will be investigated and a follow up report will be filed. If lot info does becomes available and if the record review indicates that there was a non-conformity, a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.